Manufacturer narrative:
(B)(4). Batch # u5em98. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the handle shrouds opened and with a ecr60a partially fired 1/16 reload loaded on the device. Further analysis showed that the handle shrouds was damaged. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.

Event description:
It was reported that during the hepatectomy surgery, could not fire when severing liver tissue on the second firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.